Event description:
Rx pharmacy staff called into the technical support center to report their pas 3500 station keeps freezing up and the only way to get the station to respond is to power it off. When the hard boot is performed, the draws do not lock. The station seems to lock while in "my items" screen and doctors are unable to access. The customer reported no patient harm or compromise related to this lock up.

Manufacturer narrative:
Malfunction of device confirmed by obtaining detailed information from the customer when he called into the technical support center to log the report. The system lock up occurred when opening a rapid access drawer while the anchor page notice is counting down from the patient care or my items. The lock up is alleviated upon pressing the power switch to reboot the device and returned to normal functionality. During the lock up condition, the minidrawers that typically are used to store controlled medications and anesthetic agents are inaccessible. This inaccessibility of certain critical medications may cause a delay in medication therapy to the patient. Cardinal health pyxis products issued a voluntary recall of the pyxis anesthesia system 3500 with notification to the FDA on august 17, 2007. A follow up report will be sent outlining corrective action and root cause analysis of this malfunction. Patient information requested, and all available information is included.